Event description:
A medtronic representative reported that during a spinal fusion procedure a thoracic probe instrument was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon abandoned use of the thoracic probe and continued the procedure with an alternative instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore unavailable. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device lot # and manufacture date provided.